Manufacturer narrative:
(B)(4): evaluation summary: the analysis results for the msc20 instrument found that it was returned with the tip of the floor bent. The instrument was cycled and ejected the remaining clips due to the floor condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during espoejectomy procedure, the clips were spitting out of the device. Another device was used to complete the case with no pt consequence.